Manufacturer narrative:
(B)(4). A sample evaluation will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that there was a gap identified between a twin bag and transfer set after the patient connected coincident with peritoneal dialysis (pd) therapy. The cause of the gap was not reported and there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the used set was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The uv spike outer diameter was measured and found to be within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.